Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including front panel testing using all defib function buttons without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs found no charge events occurring on or around the reported date. There was one approximate 3 second segment where the multifunction cable was not recognized as being connected to the device. If the user attempted to charge during that time, the charge would not occur. However, we would expect to see some evidence of the users attempting to charge the device but we did not see that on the log review. The x series device does not record explicit button presses, so it cannot be known if and when the users attempted to charge the device. The log review is unable to confirm or refute the report. No trend is associated with reports of this type.